Event description:
Customer said that they got a sig message then repasted the head, but they got a head error message. Service reply: that could be caused by the user not zeroing the rpm on the console. Tried to reproduce the problem but was not able to. Pulled the head to be send back to be looked at. Ref: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. The device is under investigation for evaluation.